Manufacturer narrative:
Correction g.3: supplemental medical device report (smdr) #01 manufacturing report number 2523835-2025-00058 is being filed to correct the g.3 date on the supplemental report, filed earlier. Incorrect date of 01-10-2025 is being corrected to 01-08-2025. And corrected information is provided in h.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. A sample was not received at the manufacturing site for evaluation for the report of an incorrect item; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria . A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All packages are 100% scanned by trained operators. Any non-conforming packages identified are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during cataract surgery an ophthalmic knife was found exchanged and experienced problem with sealing the incision. They used a suture. Information regarding patient impact was not reported. This complaint is for the patient one out of three from the initial reporter.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).